Manufacturer narrative:
As reported, the patient with a complex history of abdominal surgery underwent implant of bard/davol ventralex mesh; about 7 years later, the patient experienced occlusion (obstruction), and adhesions and underwent surgical intervention. As reported, the patient recovered and was discharged home. Based on the information provided, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2013. Adhesion is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. This MDR represents the bard/davol ventralex mesh. An additional MDR was submitted to represent the bard/davol ventralex mesh. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported to (B)(6) local authorities: on (B)(6) 2014 the patient had two eventration procedures and underwent implant of two intraperitoneal bard/davol ventralex mesh at the median supraumbilical and ileostomy orifice. On (B)(6) 2021 the patient had symptoms of bridle occlusion, and underwent abdominal scan showing thickening and infiltration of the mesh. On (B)(6) 2021 the patient underwent viscerolysis without organ resection. Numerous adhesions were found between small intestine and mesh. Small intestine distension between the loops and mesh with stricture was noted. The loop and perigreal stricture were severed. Washout with lukewarm 3l serum. There was no reported serous wound, pain or effusion. As reported, the mesh devices remain implanted and the patient is in remission and returned home on the 5th post-op day.